Event description:
It was reported that there was a battery failure. Further information was provided that there was "battery wear, can not store power for a long time." There was reportedly no patient involvement.